Manufacturer narrative:
Evaluation summary: the analysis results found that one lcsc5, instead of an lcsc1, was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and a solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. " each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The analysis results found that the lcsc1 device b was returned in good condition. The device was tested and was functional. There were no anomalies noted with the functionality of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported during a lap gastric banding procedure that the lcsc1 stopped working during the case. The instrument gives a solid tone but no error message appears. Case completed with a new lcsc1. There was no adverse patient consequence.